Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of it providing low fio2 (fraction of inspired oxygen) readings as well as low exhaled tidal volume (vte) levels was confirmed. In addition, ventec observed that the ventilator was unable to maintain peep (positive end expiratory pressure). Ventec replaced the internal flow transducer (ift) to resolve the reported and observed issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of both the reported and observed issues was solenoid valve 5 (sv5) located on the flow board of the ift.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported that the device needed service. The customer reported to ventec that they observed the ventilator was delivering low fio2 (fraction of inspired oxygen) and that its exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.